Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 482 mg/dl with ketones. Reportedly, the vile of insulin in use at the time of the event was "bad". Bg was treated with manual insulin injections. Reportedly, customer left the ER 4 hours later with customer feeling "fine" (bg 220 mg/dl).